Event description:
Report received from an international affiliate of an underdelivery. The customer contact stated that the tubing was primed with a "nutritional solution" and loaded into an unspecified plum pump. The pump was programmed to deliver at a rate of 100ml/hr with a vtbi (volume to be infused) of 1l and the delivery was started. On the following morning at an unspecified time, the patient's family member noted "only 100ml removed from the 1 litre bag". The patient's family member reported that at an unspecified time, "blood had once entered the sets system on the distal line." The pump was removed from service; therapy was resumed using the same set and a replacement pump. There were no reported adverse effects. No medical interventions were required. Though requested, no additional information was provided.